Event description:
It was reported that the insulin pump alarmed button error during basal. The blood glucose level was not included in the report. Customer reported moisture under the lcd screen. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms or frozen screens were noted. Traces of moisture found at the lcd assembly. The unit also was received with cracked case at the display window corners and battery tube threads, and minor scratched lcd window.